Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 556 mg/dl which was addressed by administering a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown and reset. Tandem technical support reviewed pump logs and verified that the pump shutdown down due to the customer not charging the pump, and an unexpected pump reset occurred. There was no impact to customer¿s blood glucose level. During troubleshooting with tandem technical support, the cartridge was successfully reloaded onto the pump and insulin delivery was resumed.